Manufacturer narrative:
Conclusion: the device history record (DHR) was reviewed and found the valve was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Cardiovascular injury, such as dissection, is a potential risk associated with the implant of a bioprosthesis valve per the device instructions for use (IFU). The physician stated that the dissection occurred as a result of displaced calcium which then reportedly tore the aorta. Based on the information provided (procedural images were unable to be obtained), the cause of the aortic dissection could not be confirmed or determined. The report of effusion was a secondary harm to the reported dissection, and does not indicate a potential manufacturing issue. Pericardial effusion is a known effect that can occur after cardiac procedures. The report of patient expiration at implant was ascertained as being related to the reported dissection that occurred as a result of the calcium displacement in the patient¿s anatomy as the valve was implanted and dissecting the aorta. As neither an autopsy nor an explant of the valve were performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event did not indicate device misuse or malfunction. Updated data: h6 - method, result, conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, an aortic dissection occurred. Per the physician, the valve likely displaced calcium which tore the aorta. An ultrasound was used and identified a pericardial effusion associated with the aortic dissection. A pericardial drain was placed, medications and a fluid bolus were administered, and cardiopulmonary resuscitation was initiated; however, was unsuccessful and the patient died. An autopsy was not performed.